Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o - ring, scratched case, broken reservoir tube lip, cracked keypad overlay at select button, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 11 mmol/l at the time of the incident. High blood glucose level of 30 mmol/l was also reported. Reportedly, ring of reservoir compartment got loose and there was a crack in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.